Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise and impedance less than 200 ohms. The device was programmed to ddi mode and was left in bipolar configuration. The patient would be monitored.